Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/17/2018. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 7576350 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/9/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round high profile 380 cc saline prosthesis, serial number: (B)(4), lot: 7568519. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent breast augmentation revision with a mentor smooth round high profile 380 cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. It was also noted left side felt different than the right side. Deflation was later confirmed through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.